Event description:
It was reported that during an implant attempt, the lead was placed in different locations but the sensing was poor and threshold and impedance high. Upon removing the lead and placing it on the table it was noted that the helix was stuck and would not come out of the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.